Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called clinic to report vibratory alert and attempted to transmit through merlin at home but could not transmit. It was suspected that the device was most likely in backup vvi mode. The device was restored successfully. There was no patient consequences.